Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. The device was returned, but it's still under investigation, so the results of the investigation will be provided in a supplemental report. This report is being filed as part of the pentax backlog management plan.

Event description:
Pulley wire rupptured. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the u/d and r/l pulley wires worn out and the light guide cable buckles. Based on the result, we concluded that it was caused due to an excessive force applied on the pulley wires; however, other failure is not related to the alleged complaint. Correction information: g6: follow up #1, h3: device evaluation, h6: coding changed based on the investigation result: component code. Additional information: h2: follow up type, h6: coding added based on the investigation result: type of investigation, investigation, findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.